Event description:
It was reported by service report that the fowler was drifting when weight was applied. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler clutch.